Manufacturer narrative:
Pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, and reservoir tube cracked.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received excessive no delivery alarms. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.